Event description:
The customer reported that the operation or catherization was terminated or suspended by system trouble. The customer used another c arm to complete the case.

Manufacturer narrative:
This MDR is related to ge healthcare. The ge service rep repaired the cable on the device.